Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 4.1, 4.5, lab: 3.3. "Caller alleged imprecision with inratio meter. Results as follows:" date: (B)(6) 2011, inratio: 1.3, 4.4. Therapeutic range: 2-3.

Manufacturer narrative:
Investigation pending.